Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer reported that they were not sure if my pump was working because the sugars been going high. The customer stated when they woke up this morning and it was 160mg/dl and it kept claiming and they did a manual injection and it went down just a little bit but not much. The customer hasn't eaten so they didn't understand why it was going so high. The patient's current blood glucose was 265mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as the blood glucose was not coming down until they took injection. It also didn't come down like how it would have normally come down. The customer stated the drive support cap appeared normal (slightly indented). The customer was able to upload to carelink. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored five days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker. Pump passed the delivery accuracy test dat test.